Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4). Product return anticipated.

Event description:
Customer is reporting alarm that is not making any sound. She can hear an internal rattle in the alarm. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Product was received with scratches on the exterior housing. The nurse call receptacle has been damaged as it appeared missing, the side switch cover has been torn off leaving the unit with exposed control buttons. The battery door is missing and both dust covers underneath the battery slots have been damaged. Evaluation of the device found that the unit sounds properly when in use with magnet and sensor pad. However, the nurse call feature cannot be put into use due to a damaged nurse call receptacle, and the broken pieces were loose inside causing a rattling sound when the unit was shaken. If the nurse call receptacle is damaged to such an extent that it is reasonable to suggest that it could not physically be put into use, then the device will not be put into use with a patient. Being that the unit has been in use for over 5 years, the likely cause of the event is normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file # (B)(4).